Manufacturer narrative:
(B)(4). Evaluation of the retured device confirmed the reported hardware error code on the receiver.

Manufacturer narrative:
Evaluation of the returned device confirm the reported hardware error.

Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.